Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). >this is the first time I have reported this type of product complaint at this facility. * what are the procedure name(s) and date(s)? > procedures have been CABG (cardiac arterial bypass graft). Dates unknown. What is the quantity involved per procedure unknown, but at least once per procedure. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? None reported. Unknown how far into each strand the needle popped off. Since this suture is typically used in a continuous baseball stitch manner, I do not know whether the needle separated at initiation or further into the closure after multiple manipulations by the surgeon. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Related events captured via: 2210968-2024-05409. 2210968-2024-05408. 2210968-2024-05406.

Event description:
It was reported that the patient underwent a coronary artery bypass graft surgery on an unknown date in 2024 and suture was used. On multiple occasions, the needle "popped off" from the suture, requiring another to be opened. When asked how many times, the nurse believed there were less than 12, but could not be more specific. Two boxes of the same lot number were involved. There was no patient harm. Additional information was requested.